Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. A 5.00mm/2.0cm/90cm otw peripheral cutting balloon was selected for treatment of a moderate tortuous and severely calcified target lesion. During procedure, upon initial inflation at 10atm, it was noted that a pinhole rupture occurred. The procedure was completed with a different device. No patient complications reported.